Event description:
It was reported that faradrive steerable sheath was selected for use. It was mentioned that the sheath and dilator had the connection issue and transseptal puncture was not possible. No other information available. Device and procedure status unavailable. No patient complications were reported. Device return status is unknown.